Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown screw and one tapered screw-vent implant with mtx surface (tsvwb11) were returned for investigation. Visual inspection of the as returned products identified a fractured piece of screw inside the implant¿s drive feature no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog number and lot number unknown / not provided. First name and email address unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the screw fractured into the implant and was unable to be removed. Tooth location 16.